Event description:
After monitoring the implantable cardioverter/defibrillator unloaded batterly voltages since march 19, 1998, the decision made to explant the device due to suspected premature battery depletion.